Manufacturer narrative:
(B)(4). After inserting a battery, unit received with failed battery test due to moisture damage on pcba1. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery alarm due to the failed battery test alarm. Unit had cracked end cap. The unit p-cap or test reservoir locks in place properly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump fell on concrete while changing infusion set and now it was rejecting the batteries and it also has cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.